Event description:
During a coil procedure for a basilar tip aneurysm, a coil was positioned and the guidewire was withdrawn behind the tip of the balloon to partially deflate the balloon. The balloon was repositioned and another coil was delivered. The balloon would then not deflate. Deflation was attempted with the precision injector, then by complete removal of the guidewire. The clinican then attempted to rupture the balloon with the guidewire (balloon inflated approximately 10 minutes at this point). Clinician then overinflated the balloon to rupture the balloon. The balloon reached approximately 1cm in diameter. The rupture caused a pseud0-aneurysm, resulting in bleeding in the brain stem and severe subarachnoid hemorrhage.